Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inflammatory response due to the infusion set site. The customer went into diabetic ketoacidosis and was hospitalized. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (hospitalization and infusion set information); however, no additional information regarding this event was provided.